Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the dbs patient ((B)(6)) lost therapy and was admitted to the hospital due to a dystonic crisis. Communication with the patient's ipg could not be established using either the programmer or charging system. As such, surgical intervention was undertaken to explant and replace the ipg. Therapy was recaptured for the patient following the procedure.